Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) via the return paperwork. It was reported that the pump was explanted and replaced on (B)(6) 2017. The reason for removal was device-related, due to the motor stall. The logs returned with the pump show a motor stall occurred on (B)(6) 2017 at 16:21 followed by a tube set message 48 hours later, then a motor stall recovery on (B)(6) 2017. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that the patient recovered without sequela. No rotor or dye studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the report of the patient being sick was unrelated to the pump and possibly cardiac related. The patient experienced increased pain due to the motor stall. It was reported that the pump was interrogated several times to see if it would come out of motor stall, but it would not. Tech support assured them it was not a software problem but a mechanical failure. It was unknown if surgical intervention occurred or was planned. No further complications were anticipated/reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. Recall and notification no longer apply. Correction number z-0497-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-19 from another representative reported the patient was set up to have their pump replaced on 2017 (B)(6). The representative stated when he read the pump logs, he saw the motor stall message from 2017 (B)(6). The representative stated he also saw the motor stall recovery that had occurred on 2017 (B)(6). Additional information received on 2017 (B)(6) from the consumer via another representative reported the pump was ¿repaired¿. The representative was working with the patient and the patient¿s niece, and the representative stated the pump started to alarm "3 weeks ago", and the patient¿s niece took the patient to the hcp because they didn¿t know what was wrong with the patient (the patient¿s niece mentioned she was sleeping next to the patient). The patient¿s niece stated the hcp told them that the pump had ¿quite¿ (motor stalled). The patient¿s niece said that the pump had medication in it, but because the motor had stalled, the medication was not being delivered to the patient, so the patient went through withdrawals. The patient¿s niece mentioned that the medication was taken out, and the pump was repaired since then. The patient¿s niece notified the representative the patient recently had surgery to repair her pump. The patient¿s niece stated the pump had quit working and the patient started going into withdrawals from the pump not providing medicine. The patient¿s niece also stated the patient was currently on percocet due to not having her personal therapy manager (ptm) programmer. It was unknown if the patient¿s niece and patient would be contacting the patient¿s hcp. It was unknown what troubleshooting/diagnostics were performed. The outcome of the event was unknown. No further patient complications were reported.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel three of the motor gear train that resulted in the motor stall. Eval code-results no longer applies. Eval code-conclusion no longer applies. Recall and notification apply once again. Z-0497-2013 apply once again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump will be returned by the explanting facility. The rep had left them the return box for the pump. The explanting facility's quality control had to approve the release of the pump before they could send it. The rep had not been updated about the patient's condition following the pump replacement. The rep had not heard anything bad happened. No further complications were anticipated/reported.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 6 mg/ml for a total dose of 1.0998 mg/day, prialt (ziconotide) 5 mcg/ml for a total dose of 0.9165 mcg/day, and unknown morphine 3 mg/ml for a total dose of 0.5499 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation, and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall occurred and was active. It was noted that the motor stall occurred on (B)(6) 2017 with no recovery to date, and no MRI or other electromagnetic imaging (emi) that may have caused the motor stall. It was noted that the patient had "numerous tests for cardiac issues" and the patient was hospitalized (B)(6) 2017 "at different times", and the patient was feeling sick. It was noted the patient has a pacemaker, and it was checked out twice with no problems. It was stated that maybe the studies the patient had while hospitalized could have caused the motor stall as they have seen that in the past with a different pump patient. It was noted that the patient had been hearing an audible pump alarm with no records of a recent MRI. The manufacturer representative (rep) will confer with healthcare professional (hcp). Telemetry state was reviewed and discussed re-interrogating pump with logs. Event date was (B)(6) 2017 (patient was sick). No further complications were reported/anticipated.